Manufacturer narrative:
A pride representative visited the consumer and evaluated the device. The representative was able to make adjustments to chair and the consumer was happy. The device is working properly.

Event description:
Consumer states that her clothing got caught on the joystick allegedly causing the unit to lurch forward slamming her into an open oven door resulting in a cut to her leg requiring 17 stitches.